Event description:
It was reported that the customer had a case that was broken near the battery and also a broken thread on the insulin pump. No further details given.

Manufacturer narrative:
Findings: unit alarmed motor error during the rewind due to corroded motor assy. Unit received with cracked case at display window corners. No cracks found at the battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.